Event description:
Boston scientific received additional information that this system also exhibited high out of range pacing impedances of greater than 2000 ohms as well. Again, the system was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited multiple high out of range shock impedance measurements of greater than 125 ohms after delivering a shock to the patient. The impedance values have since gone back down to normal values. The physician was unable to see anything on fluoroscopy, but thought the competitor right ventricular lead may have been compromised during manipulation. The ICD was reprogrammed with the tachy therapy turned off and remains in service. No additional adverse patient effects were reported.